Event description:
Reporter indicated that the handheld computer screen became frozen during interrogation and a soft reset on the handheld resolved issue. The products will not be returned to cyberonics as troubleshooting resolved the event.